Event description:
While using a byte night aligners, patient reported their dentist recommends them stopping byte aligner treatment and to switch to invisalign. Patient provided letter of recommendation stating, patient has limitation of opening on and off that has got worse recently. Patient opening 30mm and patient felt tenderness when opening more. Malocclusion #15 & #18 interference when patient does lateral movements, class iii. #17 is partially erupted, suggest extraction. Restore #3, #18, #19 for caries. Treatment plan, referral to tmj specialist, invisalign consultation, fillings and extract 3rd molars.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.